Manufacturer narrative:
G2: spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted last week with the ins. Since ins implant, the patient experienced dizziness and tachycardia while recharging the device. The patient already had a pacemaker (pm). It was suspect that the recharger, during the recharge session, interferes with the pm. It was noted that during the trial phase the patient did not experience any discomfort. Additional information was received reporting the ins was more than 20 cm away from the pm. The pm was located in the left chest side. The ins was located also on the left side but at the low back area. The patient was placing the recharger correctly. The patient felt an increase on the heartbeat and tingling in the hand while recharging, that was how the tachycardia was diagnosed. The pm data was not analyzed. When the recharge speed was reduced from 4 to 2, then the patient does not feel t hat tingling anymore. On (B)(6) 2024, there was an appointment with the patient, pm cardiologist and pm technician from medtronic. In this appointment a telemetry of the pm device was performed and at the same time we asked the patient to recharge the ins. Once the recharge started, the pm telemetry was stopped for a few seconds (communicator light turned orange) and then it was recovered again. We did this again, but this time set the recharging speed to 2 instead of 4. With this configuration, the communication with the pm was not interrupted. Therefore, we asked the patient to reduce the recharging speed to 2 for future recharges. Issues were resolved.